Event description:
It was reported that the 9800 system locked up during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The gen interface circuit board was replaced and the transformer was restrapped for optimal output. The system was tested and found to be working as intended and placed back into service.